Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# :(B)(4), explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they had a possible infection at the lead anchor site. The entire system was explanted. It was unknown if there were any external or patient factors that contributed to the issue. It was unknown if the issue had been resolved at the time of the report.